Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 99% stenosed lesion in the proximal portion of the right coronary artery. The 15mm x 3.5mm wolverine coronary cutting balloon ruptured on the first inflation after three seconds at six atmospheres. The procedure was successfully completed with a another of the same device without further issue or patient injury.

Manufacturer narrative:
Device returned to manufacturer: the wolverine coronary cutting balloon was returned and analysis was completed. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure, but the investigator was still unable to inflate the device. A microscopic examination identified a balloon pinhole located approximately 1mm proximal of the distal markerband. A microscopic examination identified damage to the tip. This type of damage is consistent with excessive force being applied to the device when attempting to cross a lesion. The markerbands and blades of the device were visually and microscopically examined, and no issues were noted with the device and all blades were present and fully bonded to the balloon material. A visual and tactile examination found the hypotube to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the delivery system.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 99% stenosed lesion in the proximal portion of the right coronary artery. The 15mm x 3.5mm wolverine coronary cutting balloon ruptured on the first inflation after three seconds at six atmospheres. The procedure was successfully completed with a another of the same device without further issue or patient injury.